Event description:
It was reported the customer had a reservoir leak. The customer's blood glucose was unknown. Customer stated they were filling their reservoir when they noticed the reservoir leaking. It was found insulin did not get in the insulin pump. Customer was also unsure whether the leak was past the first or second o-ring. The customer was advised of the causes of a reservoir leak. Customer's blood glucose was unknown. The customer was advised to change out their reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.